Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device had loose bearings was not confirmed. However, during evaluation, it was determined that the neuro tip was drilled into. It was determined that the drilled neuro-tip leg was due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the ball bearings on the craniotome device were loose. During in-house engineering evaluation, it was determined that the device neuro tip was drilled into. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.